Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Visual evaluation shows that the graphics and the information are clear and legible. Damage is observed in both corner of the blister. Evidence of crack marks indicate that the blister material suffered damages (blow). Based on evaluation results, it is not possible to determine: where, when or what caused the blister material to suffer such damage.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/13/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown critical care procedure on (B)(6) 2017 and the topical skin adhesive was used. During the procedure, it was found that the sterilized package had been open before use and the device could not be used. There were no adverse patient consequences reported. No further information is available.